Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. The x-rays and medical records were requested, but not provided. If additional info becomes available, the eval summary will be submitted in a supplemental report. The following other devices were listed in this report: triathlon-cr femoral component cemented #2 right cat # 5510-f-202; lot snl8d; sterile lot # k8108. Triathlon-prim tib baseplate cemented: cat # 5520-b-300; lot ajwz; sterile lot # mshht18d. Triathlon symmetric x3 patella: cat # 5550-g-278; lot 927e; sterile lot # msghl20a4. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "all implants were removed due to infection."